Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a follow up interrogation of the device one ventricular fibrillation episode was found. Part of the svc can egm of the episode was noisy. Patient will be monitored. The lead remains implanted.